Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and that they experienced high blood glucose level of 400mg/dl. The customer treated with insulin pump. The customer was assisted with no delivery alarm troubleshooting. Customer stated that no delivery did not alarm during manual prime. Customer stated that this was a past event and the event was resolved by changing infusion set and reservoir. Another no delivery alarm troubleshooting was performed and customer stated that insulin exited during fixed prime. Customer was advised to change entire infusion set system. The insulin pump also passed self-test. The product will not be returned for analysis.